Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found scratch marks and abrasions on the blade at the distal end. The instrument was found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. There was a piece missing measuring approximately 0.021" x 0.053" that was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the harmonic ace instrument was broken. The procedure was completed with no reported injury.